Manufacturer narrative:
The device was explanted due to infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the left ventricle (lv) lead was explanted due to infection. On (B)(6) 2019, the patient had a new device implanted on the right side. No adverse patient effects were reported. The device was thrown due to infection and will not be returning to bsc.